Event description:
A patient had lost stimulation, and all impedance measurements were found to be out of normal range. The patient did not have any attributable trauma or head injury. The patient's entire device system was explanted and replaced, one day after the initial implant procedure. The patient had recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.